Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact on the housing, e.g. Due to an accident, even though no such event is mentioned in the patient report. Additionally, investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer had any sound percept with the device. No report of accident or trauma has been received. The patient has been re-implanted.